Manufacturer narrative:
Failure analysis revealed that no button error alarm noted. The act button did not respond due to flatten button dome switch. Unable to perform displacement, basic occlusion, occlusion, prime and no delivery test due to the unresponsive button. No frozen screen or audio beep anomaly noted. The device was received with minor scratched display window, cracked reservoir tube lip, cracked reservoir tube and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site per variance 5.

Event description:
It was reported that the customer had high blood glucose levels of 246 mg/dl. The customer reported a button error alarm from the insulin pump. The customer reported reinstalling the battery but the screen of the insulin pump became frozen. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information was provided.